Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was able to replicated by analysts. Water was found leaking from the water tank cover and the drain fitting. The water tank cover and drain fitting were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that fluid was leaking from the base of the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.